Event description:
Consumer reports "the base malfunctioned and overheated." This is being reported as a malfunction with the potential to cause a serious event. No injury was reported.

Manufacturer narrative:
The lot code for the handle is dd2182l2 and the lot code for the base is dd2185l1.additional information:device manufacturer date for the handle is 06/30/2012 and the device manufacturer date for the base is 07/03/2012.(B)(4).

Event description:
Product received and evaluated. The evaluation and investigation indicates that that this event is not reportable because the product received was not part of the recall lot and it didn't fail in the same manner or in a manner that may result in personal harm.